Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic is bent and broken in the distal area (the broken portion was not returned). The other haptic is bent in the distal area. The optic has small split/cracks. Both haptic insertion areas of the optic are split. The optic is torn/split on a post of the lens case. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in specific cartridges. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a broken haptic of a lens during an intraocular lens (iol) implant procedure. The lens was removed, but the haptic remained in the eye. The surgeon later removed the haptic during a secondary procedure. Additional information has been requested.